Event description:
It was reported that before surgery the dermatome experienced an unspecified malfunctioned. There was no patient involvement; no harm or delay. Due diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information. At investigation the motor of the electric dermatome failed and the speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor failed and the speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.